Event description:
It was reported the patient's left knee was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 5 left ps femoral component; cat # unk_jr; lot # unknown, triathlon size 5 primary baseplate; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.